Event description:
It was reported that two days following a novasure endometrial ablation on (B)(6) 2013, the patient returned to the emergency room (ER) with "abdomen and bowel pain". A "bowel burn" was confirmed, as were "two small perforations at the fundus that appeared to be about 3cm wide". A "bowel repair" was done. The patient was discharged (date unknown) and "is doing fine". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).